Event description:
The patient reported receiving recurring 04 (occlusion) errors. During troubleshooting, it was discovered that the patient was reusing his insulin cartridges. He was instructed not to reuse cartridges because it could cause the 04 error to occur. The patient's blood glucose did elevate 536 mg/dl. His normal range is in the 100's mg/dl. His elevated blood glucose symptom consisted of frequent urination. The patient administered an insulin injection and his blood glucose returned to normal. The patient called back in the next day due to receiving another 04 error. During this troubleshooting call, the patient was able to prime and administer a bolus without an occlusion. The patient reported that, his blood glucose was elevated to 419 mg/dl and was able to bring his blood glucose down with an insulin injection of 20 units. About an hour later the patient's blood glucose started to decrease. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product will not be returned for evaluation.